Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received a report stating that the angio-seal device could not be properly inserted into the insertion sheath. Multiple attempts were made, but the issue persisted. A second angio-seal device from a different lot was used to continue the procedure, and hemostasis was successfully achieved. Estimated blood loss was less than 250 cc. The procedure performed prior to device deployment was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The ancillary sheath size used was 8 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. No other equipment or devices were used in conjunction with the angio-seal device. The event occurred intra-operatively.